Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mitral regurgitation (mr) was a cascading event of the reported slda. However, mr, is listed in the instructions for use (IFU), as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device (other mitraclip) referenced in filed under a separate medwatch report number.na.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6)2020 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The patient had a very dilated heart due to heart failure. The transseptal puncture had to be performed twice to improve the trajectory towards the valve, but two mitraclips were successfully implanted reducing mr grade to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2020 the discharge echocardiogram was performed and the patient was found to have single leaflet device attachments (slda) of both mitraclips. The anterior leaflet had come out of both clips and mr grade was 3. The patient was discharged home on (B)(6) 2020. In the physicians opinion, the slda was due to the pre-existing dilated left atrium. There was no additional information provided.